Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. A device history record review was completed by our quality engineer team for provided material number 305211 and lot number 2088584. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
We received a complaint with the following description: ¿ophthalmology support line agent called the us contact center today, on (B)(6) 2024, to warm transfer a genentech healthcare director to report post injection infections for the same lot number of vabysmo 6mg invitreal injections in 3 separate patients." There are no pictures available for this complaint. For the following investigation: 1 describe briefly the transfer filter needle manufacturing and packaging process. 2 review the batch documentation for the affected needle batch. Report any deviations or events or changes that may have an impact on the needle product quality or sterility. We appreciate your support on the investigation by providing the report latest on: (B)(6) 2023.